Event description:
The reporter stated the surgeon attempted use an aq5010v three piece silicone lens. The surgeon loaded the lens himself. As he was priming the lens in the injector be noticed the lens tore. There was no pt contact. Cause of lens tear is unk. The facility discarded the cartridge and injector.

Manufacturer narrative:
(B)(4). Eval method: lens work order search, cartridge lot number search. Results: visual inspection of the returned product found the optic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. A cartridge lot number search was performed and 10 similar complaints were found within the same lot number. Conclusions: (no conclusions can be drawn): based on the complaint history, lens work order and cartridge lot number search and the eval of the return product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval. (B)(4).